Manufacturer narrative:
The post fracture occurred through a combination of spalling fatigue, which is caused by contact stress, and conventional bending fatigue caused by cam-post loading. There appears to be high laxity in this knee based on both a verbal report from the surgery as well as visual artifacts. There were no signs of oxidation.

Event description:
A patient had a poly swap on (B)(6) 2021 and when the surgeon opened the knee, the post had broken off.